Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, an 840 ventilator's graphic user interface (gui) was inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
Covidien reference (B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), and the backlight inverter pcb¿s were upgraded. The unit passed all testing and operates within the manufacturing specifications.